Event description:
Patient presented to physician with pain at the rib incision area. Physician determined that the sense lead had migrated inferiorly along the rip space and surgically replaced the sense lead on (B)(6) 2021, resolving the issue.